Event description:
A customer reported receiving lower glucose scans on the adc device compared to readings obtained on an adc meter. The customer experienced dizziness and the customer was seen at a hospital where an unspecified blood glucose result was obtained. The customer was provided unspecified medical treatment for the reported issue and no additional details were provided as the customer does not know what was administered. There was no report of death or permanent injury associated with this event. Sensor readings of 39 mg/dl, 39 mg/dl, and 39 mg/dl were compared to readings of 320 mg/dl, 295 mg/dl, and 349 mg/dl from the adc meter and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.